Event description:
It was reported that a motor stall occurred on 2013 (B)(6) and recovered on 2013 (B)(6). Another motor stall occurred on 2013 (B)(6). Patient symptoms included ¿increased spasticity.¿ patient was started on oral baclofen and pump was replaced on 2013 (B)(6). The pump was delivering lioresal 2000ug/ml intrathecally. Additional information reported that there were no other medications contained in the pump at the time of the event. It was indicated that the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis of the pump found a gear train anomaly stall due to shaft-bearing. In addition, analysis found corrosion and/or wear and/or lubrication.

Manufacturer narrative:
(B)(4).

Event description:
This event was also reported under manufacturer report # 3004209178-2013-16859. All follow-up information received will now be reported under this report number.